Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site contacted intuitive technical support engineer (tse) to report error c-0 and c-34 on the erbe generator. The tse was not able to review the system logs as onsite was not connected at the time of the call. Prior to calling the site replaced the instrument, energy cables and power cycled the erbe generator with no change. The tse walked the site through disconnecting the generator activation cables and performed a hard power cycle on the generator with no change to the reported errors. The site was able to proceed as energy was no longer needed to complete. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on a system and was run in normal mode. C-34 error occurred on start-up and mono coag activation. The complaint was confirmed based on failure analysis. The probable root cause is attributed to defective component. The measurement value for hf voltage was too small.